Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that when they came into the room earlier the screen read therapy stopped on arctic sun device. They resumed therapy and got alarm 02 (low flow), so they added water. The flow seemed to be fine now. Flow rate (fr) was 1.1lpm. Event log shows alarm 02. The next alarms were 11, 15, and 50, but thought that was from the previous patient. Explained if alarm 11 (patient temperature 1 below low patient alert), alarm 15 (unable to obtain a stable patient temperature), and alarm 50 (patient temperature 1 erratic) recur replace the esophageal probe or temperature-in cable. Asked nurse to call back if the water was not warming as expected, or if they get alert 113 (reduced water temperature control). Nurse stated that they did not disconnect the pads to fill it but could not recall if they emptied the pads or not. Therapy continued. No call back overnight.

Event description:
It was reported that when they came into the room earlier the screen read therapy stopped on arctic sun device. They resumed therapy and got alarm 02 (low flow), so they added water. The flow seemed to be fine now. Flow rate (fr) was 1.1lpm. Event log shows alarm 02. The next alarms were 11, 15, and 50, but thought that was from the previous patient. Explained if alarm 11 (patient temperature 1 below low patient alert), alarm 15 (unable to obtain a stable patient temperature), and alarm 50 (patient temperature 1 erratic) recur replace the esophageal probe or temperature-in cable. Asked nurse to call back if the water was not warming as expected, or if they get alert 113 (reduced water temperature control). Nurse stated that they did not disconnect the pads to fill it but could not recall if they emptied the pads or not. Therapy continued. No call back overnight.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.